Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.